Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date

Event description:
It was reported that pump failed volumetric accuracy testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal missing. Review of the event log found no evidence of the reported problem. Upon function testing, the reported problem was duplicated. The expulsor was found to be over delivering. The root cause is unknown. The expulsor was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other text: b5: additional information received by ICU medical on (B)(6) 2022 via email attached in complaint object: this pump failed accuracy testing during a routine clinical engineering check. There was no patient involvement involved in this case incident. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal missing. Review of the event log found no evidence of the reported problem. Upon function testing, the reported problem was duplicated. The expulsor was found to be over delivering. The root cause is unknown. The expulsor was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.